Event description:
Please disregard this MDR report. This case was already reported to FDA in MDR 1020279-2016-00345.

Manufacturer narrative:
Please disregard this MDR report. This case was already reported to FDA in MDR 1020279-2016-00345.

Event description:
It was reported that a revision from the left hip was performed due to increasing hip pain, severe and significantly elevated cobalt and chromium blood levels. Extensive hypertrophic black in synovium was found.